Manufacturer narrative:
(B)(4). (B)(6). The power module device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device did not function, the housing was broken, and there was damage from falling. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, motor shaft abrasion and free movement, information button and self-test, charging and checking of power module in charger, and function- test. It was noted in the service order ¿problem in power module, the battery does not charge and not working at all¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.